Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Numbness toes, both feet then knees now in wheelchair [hypoaesthesia]. Weakness in hands and arms [muscular weakness]. Body felt different [feeling abnormal]. Zinc poisoning [metal poisoning]. Device misuse (heavy user of fixodent on ill fitting dentures) [device misuse]. Case description: a consumer reported that they, an adult female who is now (B)(6), used fixodent denture adhesive, version unk cream, "a heavy user" because of ill-fitting dentures, and reported the following: after three years of fixodent use her body felt different and she started getting numbness in her toes that then started moving over both feet, then up to her knees, and is now in a wheelchair, was diagnosed with zinc poisoning, has weakness in hands and arms and struggles with everyday tasks such as eating, dropping the fork alot, device misuse (heavy user of fixodent on ill-fitting dentures). She visited her physician and had many painful tests that revealed the zinc poisoning. The case outcome was not recovered/not resolved. Past medical history included: medical history - ill-fitting dentures. No further info was provided.